Event description:
It was reported that when an asymptomatic patient presented in the operating room for a scheduled device replacement due to normal eri, unacceptably high capture threshold and high pacing lead impedance measurements were noted on right ventricular lead. During the procedure, it was discovered that the patient¿s vein was occluded and it was decided that the lead would be capped and the system abandoned on the left side and a new system was implanted on the right side without adverse event. The patient remained stable before, during and after the procedure.